Manufacturer narrative:
Internal report # (B)(4). Returned meter evaluated with no defect found. Test strips not returned for evaluation. Most likely underlying root cause : mlc-55 user had an inaccurate reference: competitor's meter: the end user is comparing results obtained from trividia's bgm system to the results from a competitor's bgm system test strip UDI# (B)(4).

Event description:
Consumer reported complaint for high blood glucose test results. The customer is concerned with tests results from all of the results obtained. The customer's expected non-fasting blood glucose test result range is 150 to 200mg/dl. The customer feels well and did not report any symptoms. Medical attention is not reported as a result of the actual blood glucose results. The product is stored according to specification. During the call on (B)(6) 2017, a back to back blood test was performed by the customer non-fasting and produced test results of 139 and 148mg/dl using true metrix meter. The test strip lot manufacturer's expiration date is 04/30/2018 and open vial date is 02/3/2017. The meter memory was reviewed for previous test result history (date / time not set): 313mg/dl 03/20/2017 12:29 pm fasting: no; 224mg/dl 03/19/2017 10:03 pm fasting: no; 205mg/dl 03/19/2017 07:56 pm fasting: no; 156mg/dl 03/19/2017 05:02 pm fasting: no; 228mg/dl 03/19/2017 08:48 pm fasting: no. Customer called in stating that the meter is reading 40 points higher when compared to his doctor's meter.

Manufacturer narrative:
(B)(4). Product not yet returned for evaluation. Most likely underlying root cause of malfunction: user had an inaccurate reference. (B)(4).

Event description:
Consumer reported complaint for high blood glucose test results. The customer is concerned with tests results from all of the results obtained. The customer's expected non-fasting blood glucose test result range is 150 to 200mg/dl. The customer feels well and did not report any symptoms. Medical attention is not reported as a result of the actual blood glucose results. The product is stored according to specification. During the call on (B)(6) 2017, a back to back blood test was performed by the customer non-fasting and produced test results of 139 and 148mg/dl using true metrix meter. The test strip lot manufacturer's expiration date is 04/30/2018 and open vial date is (B)(6) 2017. The meter memory was reviewed for previous test result history (date / time not set): (B)(6). Customer called in stating that the meter is reading 40 points higher when compared to his doctor's meter.